Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that an unknown biomet screw fractured within the implant. Fractured piece was unable to remove and therefore, implant was removed. Tooth location 28.

Manufacturer narrative:
Unknown 3i screw was returned for a screw fracture investigation along with the associated osseotite® tapered certain® implant 3.25 x 11.5mm (xifnt3211). Visual inspection of the reported products identified dried blood and bone around the implants, signs of use and wear around their collars, and fractured screw piece inside the implant. Functional testing to recreate the reported event could not be performed due to the nature of the devices & event. A pre-existing condition noted on the per was osteoporosis. The patient had moderate (type ii) bone density. The customer reported the tooth location 28. The reported device was implanted for an unknown duration. DHR reviews and complaint history reviews could not be performed, as the lot number associated with the reported product unknown 3i screw is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A complaint history review by item number could not be conducted for the unknown 3i screw. However, a complaint history review by item number was conducted for similar devices (iunihg, iuniht) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for similar devices (iunihg, iuniht) related to the reported event. January post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture) or devices (xifnt3211 & unknown 3i screw). Therefore, based on the available information, device malfunction did occur for the device as the fractured screw piece were inside all the implant and the reported event (screw fracture) was confirmed for reported device. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type . H3: device evaluated by manufacturer. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.